Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated tip fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25135508, 25135532, and 25136293 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the handle of the harvesting tool. Blood and char tissue were observed on the jaws. The silicone insulation on the tip of the cold jaw was partially torn away. The detached silicone insulation piece was not returned with the device. No other failures were observed. Based on the return condition of the device, the reported failure mode "peeled; jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated tip fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.